Event description:
Pt reported blood glucose (bg) levels were "high" (> 500 mg/dl) for a couple of hours despite multiple bolus attempts. He stated the "pod failed to deliver insulin" and is currently at the hospital receiving an i.v. (It is not known specifically what treatment he is receiving). Pt's bg is decreasing, and at time of call was at 320 mg/dl. The pod was returned for evaluation.

Manufacturer narrative:
The returned pod was evaluated and found to be functioning as intended. Downloaded data found no pulse width timeouts, no rotational sensor errors, and no occlusion. The piezo was found capable of emitting an audible alarm. No bend or kink was found in the cannula. The inspection of the fluid path found no evidence of an obstruction that would have resulted in an occlusion - fluid was seen exiting the tip of the cannula. The needle mechanism was tested and deployed as intended. There were no signs of an internal insulin leak. The pod was thoroughly investigated and found no problem that would have caused or contributed to the pt's condition. Product lot qualification records were reviewed and determine to have met all acceptance criteria. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. It bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance.